Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent thrombosis occurred. A synergy ii stent was implanted. At an unspecified time, stent thrombosis occurred. No additional patient complications were reported.

Manufacturer narrative:
Brand name corrected from synergy¿ to synergy ii everolimus-eluting platinum chromium coronary stent system. Common device name corrected from coronary drug-eluting stent biodegradable polymer drug eluting coronary stent system. Upn corrected from unk776 to h7493926028350. Catalog/model # corrected from unk to 39260-2835. (B)(4).

Event description:
It was further reported that the patient presented emergently for the index procedure with complaints of chest pain resulting from acute inferior st elevation myocardial infarction. Angiography revealed 100% occlusion of the mid right coronary artery (rca) after the takeoff of a fairly sizeable acute marginal branch. Contrast staining in the area suggested acute plaque rupture causing the infarction. There was 80% narrowing in the right ventricular (rv) marginal branch prior to any intervention. A choice floppy wire was advanced in the distal rca and a 2.0x15mm emerge balloon was inflated to 14atms. As there was residual thrombus, thrombectomy was performed with a non bsc aspiration catheter and flow improved somewhat. The 3.5x28mm synergy ii drug-eluting stent was then deployed at 14atms with questionable apposition proximally. The rv marginal branch with 80% narrowing had closed down at this point and the st segments increased on the EKG. A choice pt wire was advanced to the distal portion of the rv marginal branch with some difficulty and a 2.0x8.0mm emerge balloon was advanced across the lesion and inflated multiple times up to 10atms. Angiography showed 20% residual narrowing with improved flow down the rv marginal branch. A 4.0x8.0mm quantum apex balloon was advanced to the very proximal portion of the synergy stent and inflated to 14atms to ensure adequate stent expansion. There was 0% residual stenosis with timi 3 flow in the rca. The patient's symptoms significantly improved by the end of the case. The next day the patient returned to the cath lab after developing bradycardia with st elevation inferiorly which suggested acute stent thrombosis. Angiography revealed 100% occlusion of the mid rca. A 2.0x20 emerge balloon was used for pre-dilation and thrombectomy was performed with a non bsc aspiration catheter. Ivus revealed the synergy ii stent appeared to be adequately apposed. A 4.0x15mm and 4.5x15mm quantum apex balloons were inflated multiple times to ensure stent apposition. There was still some haziness in the mid vessel near the rv marginal branch and it was determined a stent would be placed in that area. A 4.0x24mm promus premier drug-eluting stent was deployed at 16atms overlapping the previously placed synergy ii stent. The 4.5x15mm quantum balloon was used for additional post dilation. Intravascular aggrastat was also administered during the procedure to aid in breaking up the thrombus. There was timi 3 flow and no residual haziness after post-dilation. The patient was left on the aggrastat drip. It was also noted that the patient had converted into atrial fibrillation during the procedure. She was treated with a bolus of amiodarone which didn't convert her back. The 200 joules were delivered in a synchronized manner with restoration of sinus rhythm for approximately 1 minute and then converted back to atrial fibrillation. The amiodarone drip continued and cardioversion would be performed later if needed.